Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after firing the device, the jaws could not be opened and the reload could not be detached from the handle. It was difficult to remove the device from the tissue. The surgeon used another stapler and cut again. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one loading unit . The event report alleges the product was used in a surgical procedure. Visual examination of the loading unit noted that it was fully fired with the jaws clamped. Engineering evaluation noted that the device did show excessive jaw gap when clamped which is indicative of a clamping and/or firing in tissue exceeding the indicated thickness. Additional engineering evaluation also found that the lock ring showed damage consistent with a forceful/improper load. This forceful/improper load may prevent the proper engagement between the instrument and the loading unit resulting in the device being unable to retract. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Replication of the anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle inco reported in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
After cutting the bullae, the jaw could not be opened, nor could the staple unload from the device. It was hard to remove the device from the tissue. At last, the surgeon replaced another stapler and staple and cut again.